Manufacturer narrative:
A visual examination of the returned device noted that only the stent and guide catheter of the flexima device were returned. The stent was undamaged and loaded on the distal end of the guide catheter. The suture was broken and twisted with the stent and guide catheter. The guide catheter was stretched, broken and stuck on a 0.035" bsc guidewire. The guidewire was undamaged. There was a heavy suture mark (kink) near the distal end of the guide catheter. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A review of the device labeling and directions for use (dfu) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician deployed the stent there was resistance and the guide catheter stretched and broke. The rest of the delivery system was removed and the broken guide catheter remained in the stent. The broken guide catheter and stent were removed from the patient with forceps. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a stent placement procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician deployed the stent there was resistance and the guide catheter stretched and broke. The rest of the delivery system was removed and the broken guide catheter remained in the stent. The broken guide catheter and stent were removed from the patient with forceps. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) guide catheter broken. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.